Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: early-onset seroma, capsular contracture baker grade unknown, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that within the timeframe from (B)(6) 2018 to (B)(6) 2020, a female patient who underwent an unspecified breast surgery with unknown mentor saline breast implant had experienced early-onset seroma, capsular contracture (grade unknown), and implant deflation on an unspecified side postoperatively. The patient developed seroma after six months. As a result, the patient underwent explantation on the seventh month, and cd30(-) performed. After a recurrence one month later, the patient underwent another surgery. The explantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Mentor received additional event information that the device was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, mentor will discontinue further reporting of this event. Section d. Suspect medical device: added device information as per receipt of additional information. (B)(4). Manufacturer¿s reference number: (B)(4).